Event description:
The clinician reported that upon connecting the catheter to the pump, they received a message that stated, "replace catheter, call field service." As a result, the iab was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.